Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1332, awareness date 04-oct-2015 ). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that she suffered from severe pain, heavy menstrual flow (reported as heavy mental flow) and her teeth were falling out of her mouth. She stated she was (B)(6) and ended up with a hysterectomy. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had severe pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. This event is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 02-nov-2015, referring to ptc global number (B)(4): final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality deficit or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had severe pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. This event is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.